Manufacturer narrative:
The customer found a loose partial pad in the strip conveyor system (scs). The field service engineer (fse) cleaned strip provider module (spm) and strip pathway, reviewed error logs and confirmed there were no error messages. (B)(4). Related events: 2023446-2016- 00255, bec internal identified (B)(6). 2023446-2016- 00258, bec internal identified (B)(6).

Event description:
The customer reported that while performing maintenance a loose partial pad was found in strip conveyor system (scs) of their ichem velocity instrument. Erroneous patient results or effect to patient treatment in connection to the event has not been reported by the customer.